Event description:
It was reported that the patient underwent a shoulder revision approximately 6 weeks post-implantation due to loosening of the glenoid implant component from the native glenoid. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk inverse screw, #item: unk, #lot unk. Post length base plate, #item 00434903002, #lot: 65885553. Therapy date: on (B)(6) 2026. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.